Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed right ventricular lead exhibited noise over-sensing which resulted in high ventricular rate episodes. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.